Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. The insulin pump was received with scratches on the display window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose with orange juice. Customer was in the hospital and advised the patient only drank juice and has had nothing else after lunch. Customer advised the time was off by over an hour on the insulin pump and the dome label sticker was missing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.